Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver an unknown medication. The indication for use was malignant pain and cancer pain. On (B)(6) 2015 the consumer reported that their pump had to be removed because it had a leak of some kind. The medicine had traveled from the pump area to their brain and almost killed the patient. However some doctors removed it, traced it to where it was and cleaned it up and kept [the patient]in the hospital almost three months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient initially started experiencing the pump leak in "2003? (B)(6)". Walking and sitting led to the pump leak. When asked to clarify the pump leak, the consumer responded "tank". The patient was dizzy, lightheaded, had bacterial meningitis, and the patient almost died due to an infection from the pump leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.